Event description:
It was reported that during the deployment of a vena cava filter, two filter legs became stuck in the delivery sheath and the filter could not be deployed. The dilator was inserted into the sheath to complete the deployment; however, several filter limbs became crossed during the process and the filter became tilted. A snare device was used to retrieve the filter successfully without incident and another filter was implanted. There was no reported pt injury.

Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The investigation is currently underway.